Event description:
The caller reported that her patient received a 6dct tracheostomy tube at the hospital, and the cuff began to deflate after one day of use. The patient was re intubated, and is currently using another 6dct. The cuff was pre-tested, and was inflated with 13 cc of air.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.